Event description:
Voluntary medwatch received states that the patient had erosion. The pacemaker was explanted. The condition of the patient is unknown.

Manufacturer narrative:
Voluntary medwatch report received: mw5167146.